Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. The physician advanced the 2.0 x 12 mm apex balloon catheter to the lesion and experienced difficulty crossing and forcibly pushed the catheter to get it to cross. Then on the first inflation, the physician inflated the balloon to 14 atms for two seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a 1.25 mm non bsc at an unknown high pressure balloon catheter. Pt status is reported as "no problem". This device is only ous approved but is similar to marketed us device.